Event description:
The surgeon reported a peri prosthetic fracture of the right hip. Patient reported to the doctor that she stumbled out of bed and fell. Upon digital reviewing the x-ray with the surgeon a plan to remove the stem, apply cables and reinsert a new stem was made. Patient underwent surgery, stem was removed, 5 cables were placed, #4 right citation broach was inserted. Trial reduction was performed. The #4 citation stem was implanted and a new head was impacted.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The surgeon reported a peri prosthetic fracture of the right hip. Patient reported to the doctor that she stumbled out of bed and fell. Upon digital reviewing the x-ray with the surgeon a plan to remove the stem, apply cables and reinsert a new stem was made. Patient underwent surgery, stem was removed, 5 cables were placed, #4 right citation broach was inserted. Trial reduction was performed. The #4 citation stem was implanted and a new head was impacted.

Manufacturer narrative:
The event was not confirmed as no devices were returned for evaluation and no xrays or medical records were provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for this lot. The exact cause of the event could not be determined with the limited information provided. However it is stated in the event description that the patient underwent revision surgery 23 days post initial surgery and the patient reported to the doctor that she stumbled out of bed and fell. Therefore the traumatic event may have contributed to the reported event.